Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other/told by pcp essure migrated') and device expulsion ('the essure device on the left is partially within the uterine cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, blood pressure high, unilateral leg swelling, breast neoplasm, multiparous, gravida ii and parity 2. The patient also had a family history of breast neoplasm. On 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: back"), urinary tract infection ("uti"), vaginal infection ("vaginal infect."), vaginal discharge ("vaginal discharge"), tooth disorder ("dental probs") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the perforation, device expulsion, dysmenorrhoea, back pain, urinary tract infection, vaginal infection, vaginal discharge, tooth disorder and headache outcome was unknown. The reporter considered back pain, device expulsion, dysmenorrhoea, headache, perforation, tooth disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for uti, vaginal infection, vaginal discharge. Essure insertion and essure confirmation test date provided as : (B)(6) 2012 insertion details discrepancy noted per mr: (B)(6) 2012. Left tube was cannulized with the essure device and after deployment, 16 coils were visible. On the right side, the essure device was similarly placed and after deployment, six coils were visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: 1. Obstruction of the fallopian tubes noted without spillage. 2. The essure device on the left is partially within the uterine cavity.. Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received.. Reporter information , other relevant history , lab data , auto-narrative supplement , event : "the essure device on the left is partially within the uterine cavity" added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other/told by pcp essure migrated') and device expulsion ('the essure device on the left is partially within the uterine cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, blood pressure high, unilateral leg swelling, breast neoplasm, multiparous, gravida ii and parity 2. The patient also had a family history of breast neoplasm. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: back"), urinary tract infection ("uti"), vaginal infection ("vaginal infect."), vaginal discharge ("vaginal discharge"), tooth disorder ("dental probs") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the perforation, device expulsion, dysmenorrhoea, back pain, urinary tract infection, vaginal infection, vaginal discharge, tooth disorder and headache outcome was unknown. The reporter considered back pain, device expulsion, dysmenorrhoea, headache, perforation, tooth disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for uti, vaginal infection, vaginal discharge. Essure insertion and essure confirmation test date provided as: (B)(6) 2012 insertion details discrepancy noted per mr: (B)(6) 2012. Left tube was cannulized with the essure device and after deployment, 16 coils were visible. On the right side, the essure device was similarly placed and after deployment, six coils were visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: obstruction of the fallopian tubes noted without spillage. The essure device on the left is partially within the uterine cavity. Imaging procedure: on (B)(6) 2012: essure confirmation test (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: back"), urinary tract infection ("uti"), vaginal infection ("vaginal infect."), vaginal discharge ("vaginal discharge"), tooth disorder ("dental probs") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, back pain, urinary tract infection, vaginal infection, vaginal discharge, tooth disorder and headache outcome was unknown. The reporter considered back pain, dysmenorrhoea, headache, perforation, tooth disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for uti, vaginal infection, vaginal discharge. Essure insertion and essure confirmation test date provided as: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- case becomes incident. Previously reported event "injury to herself" updated to "dysmenorrhea (cramping)", events- " back, perforation: other, uti, vaginal infect., vaginal discharge, dental probs. And headaches", lab dada, patient information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.